Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng, (B)(6). 160-10-13 - pf stem taper plasma h/a sz 13, (B)(6). 180-01-48 - nv crown cup clstr hole 48mm group 1, 2571001.(B)(6) - alteon 6.5mm screw, 20mm, (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6).

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2021, approximately 5 years and 5 months after initial implant. No images were provided. There is no other information available.